Event description:
N/a.

Manufacturer narrative:
Additional information received on 15apr2021 indicated that surgery delay was unknown. The patient had to be repositioned with a new skull clamp and base unit and as a result navigation had to be redone to register with the new unit. The mayfield skull clamp (a3059) was returned for evaluation: device history record: the DHR shows no abnormalities related to the reported failure. Failure analysis: with respect to the returned unit it has passed all specific functional testing requirements except for the lock having rotational movement. When the unit is properly positioned and put under pressure, it would not have slipped. Unit has not been serviced in almost a year and will need to have preventative maintenance performed. Root cause: evaluation found no device deficiencies that would have contributed to the reported complaint. Investigation of the device could not duplicate movement. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This 1 of 2 reports. A facility reported that during a transphenoidal procedure prior to (B)(6) 2021, patient was positioned for surgery using the mayfield base unit (a3101) and the mayfield skull clamp (a3059). Navigation was used and once all measurements were taken using navigation, the surgeon noted that the mayfield device holding the patient's head moved and the readings on navigation were cancelled. There was an unspecified delay in surgery and no patient injury was reported. A different mayfield device was set up and patient was repositioned and measurements on navigation were redone. Additional information has been requested.